Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dyspnea is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.5x38mm and 3.5x15mm xience alpine stents were implanted in an unspecified coronary artery without reported issue. On (B)(6) 2015, the patient was re-hospitalized for shortness of breath (sob). Another percutaneous intervention (pci) was performed. There was no additional information provided.